Event description:
Maude event report submitted by the FDA indicates a periarticular plate, implanted during 2005, broke during 2005 and was removed the same month.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been returned and info provided is incorrect.